Event description:
It was reported that a patient presented to clinic for follow up, the atrial (ra) lead exhibited noise over sensing which resulted an inappropriate mode switch and led to pacing inhibition. The ra lead was explanted and replaced. The patient was stable throughout.